Event description:
Information noted the patient died approximately two months post implant of the biventricular device system. Follow up with clinic revealed an echocardiogram done 8 days prior to death showed left ventricular (lv) ejection fraction of 25-30% with mild lv hypertrophy; severely decreased lv systolic function; abnormal lv diastolic function; moderate aortic valve sclerosis; moderate tricuspid regurgitation; moderate pulmonary hypertension; trace pulmonic regurgitation. Follow up revealed death certificate noted cause of death as respiratory failure due to progressive congestive heart failure; other significant conditions appear to be arf--acute renal failure. Manner of death listed as natural. No autopsy done. Patient had difficulty maintaining airway and good urine outputs. Discussion with family regarding care indicated a do not resusitate status.

Event description:
Information noted the patient died approximately two months post implant of the biventricular device system. Follow up with clinic revealed an echocardiogram done 8 days prior to death showed left ventricular (lv) ejection fraction of 25-30% with mild lv hypertrophy; severely decreased lv systolic function; abnormal lv diastolic function; moderate aortic valve sclerosis; moderate tricuspid regurgitation; moderate pulmonary hypertension; trace pulmonic regurgitation. No cause of death information provided.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information noted the patient died approximately two months post implant of the device system. No further information is currently known. Cause of death has been requested and not received.